Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the video, and 202 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. The samples were subjected to a catheter adapter leakage test and all results passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 26ga 0.6mm od 19mm l leaked unfortunately, we have once again received a defective batch: 4238028 of neoflons (sap: 66900) ref: 391379. At the transition from the purple piece to the transparent tube, some venflons appear to be defective. After they were put on the child, nacl 0.9% leaked out during rinsing, where nothing should actually leak out. We have withdrawn the affected batch from circulation. This concerns three full and one partially used box. We urgently request your statement and thank you in advance for your efforts.